Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button on insulin pump was not responding and had battery out limit alarm on insulin pump. Customer's current blood glucose unknown. Customer mentioned that time was advances for a one minute. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.